Manufacturer narrative:
Correction: h3. Yes h6. Investigation findings: 3252 investigation conclusions: 61. Device evaluation: visual inspection confirms the event. The guidewire tip is sheared at the distal end. The root cause is likely increased resistance while tapping ossified bone. If the tap was redirected while the guidewire remained inserted through the cannulation, the guidewire could bend and become trapped beneath the tap. Continued advancement of the tap over the constrained guidewire may result in shearing of the guidewire tip. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
During attempted screw placement into the l4/l5/s vertebral body, ossification was encountered. Prior to inserting the screw, a tap was advanced over the guidewire. On fluoroscopy, the guidewire tip appeared to be retained within the vertebral body. The guidewire was removed for inspection and comparison with a new guidewire confirmed that approximately 2mm of the tip had sheared off. The retained fragment was embedded within the ossified vertebral body and could not be safely removed. Based on the surgeon's clinical judgment, screw placement proceeded with the guidewire tip left in situ. Because the fragment was securely contained within the ossified vertebral body, no displacement was observed on intraoperative or postoperative imaging.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.